Event description:
This is a revision surgery due to periprosthetic infection, occurred in (B)(6). The pt had the original surgery performed on (B)(6) 2008: during this surgery, the surgeon removed an antibiotic spacer previously implanted on (B)(6) 2007, due to a previous infection, and implanted a lima hip prosthesis including a delta tt cup. Then the pt suffered again an infection with the prosthesis (abscess). On (B)(6) 2013, the surgeon explanted the whole hip prosthesis (acetabular cup and liner, femoral head, femoral neck and stem) and an antibiotic spacer has been applied again until healing. By the info available, the pt has still the antibiotic spacer implanted. The origin of this infection is not known.

Manufacturer narrative:
We checked the DHR of all the components explanted (only the delta tt cup is marketed in the us); we verified that all of them were regularly sterilized before being placed on the market by (B)(4). We also received the explants. The delta tt cup had signs of bone ingrowth in the outer lateral part, while these signs were not present in the polar part of the cup. There was also presence of fibrotic tissue on the outer shell of the cup. We requested further info (bacterium responsible for the infection, period when the infection appeared, x-rays) to the complaint source, but this info is not available. Based on our analysis, the complaints themselves were not the cause of this infection. Moreover, we know that the pt suffered a previous infection with other medical devices in 2007; maybe he's somehow predisposed to this type of event. We are aware of 2 cases of confirmed infection with a delta tt cup, plus another case of "suspected septic loosening" of a delta tt cup. (B)(4). No corrective actions have planned due to this event. "(B)(4) will keep monitored the market."